Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2007 (B)(6); product type catheter. (B)(4).

Event description:
It was reported that the patient experienced discomfort. The patient sat in a wheelchair all of the time and the pump was hitting her ribs. The pump was moved down at the time of its replacement; the positioning of the device was correct. At the time of this report, the patient had recovered without permanent impairment. The device system was used to deliver compounded baclofen.